Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the piston does not push insulin.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. Unit was programmed with a 2.0 units of water, filled the cannula and delivered the units. The motor function properly and water exited the infusion set during the delivery. Unit was also programmed with several boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The unit calculated the additional bolus deliveries and was verified in the daily total screen. Unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly or prime/fill anomaly noted. No cosmetic damage noted.